Event description:
Reporter stated that customer received the following results on the performa nano system within 2 minutes: 341 mg/dl and 134 mg/dl. Customer took "one pill" of trayenta based on the 341 mg/dl. No adverse event reported. The manufacturer requested return of suspect product for evaluation

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.